Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06.

Event description:
The customer stated that the architect analyzer is not giving reproducible results for total psa on one patient. The results provided were: (B)(6) on (B)(6) 2015 = initial 1.90 / repeat 82.84 / 74.70ng/ml. The customer retested 4x on the same sample and generated: 82.85 / 53.99 / 85.97 / 74.76ng/ml. On (B)(6) 2015 the same sample run 4x generated 47.38/84.23/84.51/86.37ng/ml. On (B)(6) 2015 same patient, new sample, generated 83 / 83 / 88 / 86ng/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a review of manufacturing records, and a review of labeling. The customer observed a single falsely depressed total psa result for one patient sample when using architect total psa, 7k70-20, lot 45189lf00 in comparison to higher total psa results when the same sample tube and a fresh sample draw were repeatedly tested (the sample was retested due to the clinicians request). As some reproducibility issues were observed the customer suspected an instrument issue and ran repeatability tests after changing the sample probe. The customer assessed the accuracy of their instrument by repeatedly testing a low level biorad immunoassay control (lot 40280) and consistent expected results were returned demonstrating that the customer's instrument and the reagent were performing acceptably. A review of tickets for lot 45189lf00 did not identify any adverse trend for the product. There was no patient sample available to assist in the investigation. Accuracy testing of a serum based panel sample, which mimics a patient sample, was performed using in-house retained kits of lot 45189lf00. All specifications were met indicating that lot 45189lf00 is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of product labeling found that the customer's issue is adequately addressed. Based on all the available information and the investigation, the architect total psa, 7k70-20, lot 45189lf00 performed as intended and no product deficiency was identified.